Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the up arrow, down arrow, and audio bolus buttons have been intermittently unresponsive and sticking for the past three to four weeks. The patient denied any damage to the keypad rubber or to the audio bolus button cover. The patient reportedly wears the pump in a pocket and does not clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons responded appropriately and had normal spring back and click; the complaint could not be confirmed or duplicated. No issues were found with the audio bolus button. During investigation, evidence of contamination was found under all key contacts.